Event description:
It was reported by the patient approximately two months post generator change that they developed an infection. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.